Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver had various missing data points in the last 24 hours. There was no report of any injury or medical intervention. No additional event or patient information is available.